Manufacturer narrative:
(B)(4). The customer's report of set split in the silicone segment was confirmed. The set was visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. The reported split was actually a small tear on the silicone segment. A crush mark to the upper blue fitment was noted. No other anomalies were noted on the set. Functional testing was performed and a leak was noted coming out from the silicone tubing near the upper fitment. No other leaks were noted on the set. The cause of the leak was due to a pin hole in the silicone segment. The cause of the hole is unknown. (B)(4).

Event description:
Customer reported a split in the silicone segment was found while infusing. There was no pt harm reported and medical intervention was not required. Customer states that no further pt/event info is available.